Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 460 mg/dl. The customer experienced symptoms such as nausea, headache and vomiting. The customer reported issues with no delivery, motor error alarm and failed battery alarm. The customer was treated with manual injection. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer did not troubleshoot and did not send the product back for analysis.